Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation in their throat. It was further reported that the implantable pulse generator (ipg) was not functioning correctly four days after implant. It was also reported that the right atrial (ra) lead exhibited loss of capture and rising thresholds. The lead was reprogrammed and a lead revision has been rescheduled. The ipg remains in use. No further patient complications have been reported as a result of this event.